Manufacturer narrative:
The aquabeam motorpack was returned for investigation. Visual inspection revealed some cracks on the outer shell of the motorpack. Functional testing of the returned device confirmed the reported event. Additional analysis was conducted which confirmed the root cause of the issue to be a faulty motorpack pcb. How the pcb became faulty is undeterminable. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam motorpack / lot number 21c01542 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. Table 5 states below e21 - motorpack error release foot pedal and click x. If error persists, replace motorpack. Submission of this report does not constitue an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during the aquablation procedure an "e21 - motorpack error" was generated by the aquabeam robotic system. Multiple troubleshooting steps were performed to resolve the issue without success. As a result, a second motorpack was used and the aquablation procedure was successfully completed. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.